Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that arteriotomy closure of the left common femoral artery was attempted using the perclose proglide device after an interventional procedure. Reportedly, when the plunger was pulled out, the sutures were not attached to the needles. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to not have been trained directly by an abbott vascular representative. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the whole monofilament was returned loose and the needle tip and posterior cuff were still attached to the rail end. The anterior cuff was out of the foot pocket and the tab was damaged. Based on the investigation findings, the anterior cuff detached from the anterior needle tip during removal of the plunger and this would result in a failure to retrieve the suture during the needle plunger retraction and could appear very similar to the reported needle to cuff miss. The cuff detachment from the needle tip is likely the result of resistance or drag encountered during the procedure. There was no abnormal observation found on the returned device that could have contributed to the reported event. There were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, therefore, the cause for the anterior cuff to needle tip detachment is undetermined. To assure that all products perform according to specifications they are subject to inspection during manufacturing and a quality control audit inspection is performed to verify product quality. Review of the device history record for this lot did not produce any findings relevant to this report. A query of the complaint-handling database was performed and there does not appear to be any indication of a lot specific product quality deficiency.